Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The stylet was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet still inserted in lead. Removed stylet from lead, the lead looks fine. But stylet is visible kinked. Stylet insertion test was performed using a stylet sample in the lab. Stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was implanted in one position and following testing the physician attempted to re-position. During the re-positioning attempt the stylet could not pass to the tip of the lead. Several stylets were attempted. The lead was ultimately removed and replaced. No patient complications have been reported as a result of this event.